Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three tibial articular surface provisionals were returned cracked.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the provisional bottom confirmed that the provisional fractured along the lateral side of post. DHR was reviewed and no discrepancies were found. The failure of the instrument was caused by a new sterile processing technician that was unaware of how to disassemble the provisional construct properly. Instrument assembly, disassembly and cleaning information can be found in the persona disassembly instructions. The root cause is considered to be use error. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A follow-up tech report will not be sent as the technician has already been retrained. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.